Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported low blood glucose of 50 mg/dl and experiencing high blood glucose the day before. Customer treated with orange juice and blood glucose went up to 300 mg/dl. Customer declined to troubleshoot, wanted to troubleshoot next time when customer was experiencing the low blood glucose. No further information reported.